Event description:
It was reported that the patient does not respond to sound even with very high stimuli. An x-ray from (B)(6) 2012 shows that the electrode array has extruded from the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.